Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, it was noted that the implanted right ventricular lead exhibited high, out of range pacing impedance when connected to the implantable cardioverter defibrillator (ICD), but produced normal values when tested through the pacing system analyzer (psa). It was alleged that the issue was due to a set screw anomaly on the ICD's header. The procedure was completed using an alternate ICD on (B)(6) 2020. The patient was stable.